Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in (B)(6) 2020. A service bulletin was published to this effect. Presently, an in-depth investigation of the high voltage power supply board (hvps) with error message e433 is being carried out. The product was sold on (B)(6) 2016. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is basically required to check the function of all devices used prior to a procedure. In addition, according to the IFU, a suitable replacement device must be provided during an application.

Event description:
Additional information was provided by the reporter. No other devices were replaced during the procedure. The device was inspected prior to use and the error code was found.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer had troubleshot the issue and was experiencing the error after removing the foot switch. It was determined the device needed to be sent to olympus for service. The device was returned to olympus for evaluation and the issue was confirmed. The cause of the issue was due to a faulty printed circuit board/generator board. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, in the beginning of a urology procedure, the high frequency (hf) unit presented a 433-error code and constantly rebooted. The intended procedure was completed with a spare model of the same type. No patient harm reported.